Event description:
It was reported that the transfer set had disconnected from the titanium catheter adapter while not connected to the homechoice device. The home patient (hp) keeps the catheter stored in the peritoneal dialysis belt with an anchor tape. The hp was using a non-baxter disinfectant to clean the transfer set. There was no damage noted to either the catheter adapter or the transfer set. The transfer set was replaced and preventative antibiotics were administered to the hp. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is not available; therefore, an analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.